Manufacturer narrative:
Concomitant medical product: 4469 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high pacing thresholds. The pace/sense portion of the lead was capped, leaving the high voltage coil in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.